Manufacturer narrative:
The device received with constant failed battery alarm. Problem isolated to battery tube. Unable to verify pump error 24 due to failed battery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose level was unknown. The customer states the alarms began to have to do the rewind process before he can reuse it again alarm pump error and this has occurred more than 3 times. Troubleshooting was performed for pump error alarms. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.